Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that there was undersensing. The device was explanted to resolve the event.

Event description:
Related manufacturer reference: 2938836-2019-04714. Upon further review of the event, 15 oversensing events were recorded which resulted in device-detected vf with aborted shocks. The securesense function did not activate because of two intervals on the discrimination channel corresponding to low-amplitude signals. Interrogation showed the securesense reverted to passive mode because the ICD detected undersensing on the discrimination channel. During an emergency room visit, ICD interrogation showed 72 delivered shocks with 98 aborted shocks. All events in the stored egms showed oversensing of high-frequency signals. Device diagnostics indicated normal and stable values for r-wave amplitude, pacing threshold, pacing and defibrillation impedance. However, the patient underwent an rv lead revision to prevent inappropriate shocks. In addition, the device was replaced as the battery was depleted.